Event description:
It was reported that the device had reset. The patient received multiple shocks and presented in the emergency room. The device image was reviewed and found that noise was seen on both the atrial and ventricular channels before the device went into backup state. Device was charged 133 times to the maximum voltage. Noise suspected to be emi. The noise issue was resolved once the device was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the reported reset anomaly was confirmed in the laboratory. The cause of the reset was due to the timing of signals internal to the device, caused by excessive high voltage activity.